Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory on 10/29/2020. An investigation was conducted on 11/05/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One green connector end was observed to be pulled back exposing the inner wires of the cable. The other connector was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the lot # p19l08-12. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable split during trial and became unusable. Damage was noticed before case was started. Was not used during case. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,dc extension cable split during trial and became unusable. Damage was noticed before case was started. Was not used during case. No patient involvement.